Event description:
Patient reported "textured, pain under arms, implants moving to side, muscle aches, 'health issues', 'making me sick', nausea, and swollen lymph nodes under arm" against left device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.